Event description:
(B)(4) clinical study. It was reported post a percutaneous coronary intervention with stent implantation myocardial infarction (mi) and stent restenosis occurred. An unspecified taxus stent was placed in the left anterior descending (lad) artery in (B)(6) 2010. Post procedure, in (B)(6) 2011, the patient presented due to a 3-day history of exertional chest pain. A non-st elevated mi was reported based on the subject's elevated cardiac enzymes and catheterization was recommended. Coronary angiography revealed 90% distal stenosis in the left main coronary artery and 75% ostial in-stent restenosis of a previously placed taxus stent. Two vessel coronary artery bypass grafting (CABG) was performed including left internal mammary (lima) to the lad and vein graft to the 1st obtuse marginal artery . The subject had bleeding during the operation and post-operatively which required 6 units of red blood cells and 4 units of fresh plasma. The subject also experienced increased renal retention values and diarrhea post-operatively. The patient was discharged 13 days later on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).